Event description:
The pt experienced severe headache, "the worst headache [she had] ever had"; she went to the emergency room after four days of pain. The next day she noticed swelling at the pump pocket. During a routine refill two days later, the nurse noticed that the pocket was the size of a softball and she could not interrogate the pump due to the large amount of fluid around it. The pt believed the pump had flipped several times. The pt was admitted to the hospital with a suspected cerebrospinal fluid (csf) leak. The physician explored the pocket. One full liter of csf was aspirated from the pocket and the catheter was found wound up and coiled on top of itself. The very distal portion of the catheter had broken off and remained in the spine. Replacement of the catheter was attempted but failed due to no csf and could not confirm exact location of where the needle was. The pump was explanted. The pt stated that "when the pump works its great, when it breaks my life stops". The physician plans to implant a new system once the pt has healed.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.